Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the returned pump of this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined and underwent leak and functional testing. A leak was found in the tubing of the junction of the pump and the cylinder that was the result of fatigue. After the damaged tubing was removed, the pump still did not pass activation testing. The clinical observation of a hole was confirmed via testing and the pump not passing the activation test could have impacted device function.

Event description:
It was reported that the pump of this inflatable penile prosthesis was replaced due to a hole. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis was replaced due to a hole. No patient complications were reported.